Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure during warm up which occurred the same day when the sensor had been inserted in the abdomen. The patient said she paired the sensor to the pump and received an alert for the failed sensor during warm-up after this. At the time of the sensor failure, the patient did not experience any symptoms, but accordingly a few hours after this, the patient started to feel very ill, had shortness of breath and started vomiting. During the time the patient did not receive cgm (continuous glucose monitor) readings, the patient did not take any fingerstick, and the sensor was not changed. The patient called the paramedics and was taken to the hospital. When a fingerstick was taken the blood glucose reading was 546 mg/dl. At the hospital, the patient received treatment with intravenous fluids, and a CT scan was made. The patient was discharged 2 days after the event date. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.